Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and in error log, the (c-00) error was found, confirming the fault occurred in the field. Up visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure the customer called in to report that the monopolar was not firing. Monopolar curved scissor (mcs) instrument was installed on universal surgical manipulator (usm) 3. Prior to calling the technical support, the customer had already replaced the monopolar cable 3 times, had checked the erbe cable connection, had changed monopolar port and had restarted the erbe but the issue persisted. According to the customer, there was no error displayed. The customer expressed their concerns about this issue due to the erbe has been replaced few days ago for another issue. The intuitive surgical (is) technical support engineer (tse) reviewed the system live logs, but no errors or failures related to this behavior were present in the live logs. The intuitive surgical (is) technical support engineer (tse) guided the customer to disconnect the power cord from the erbe, to wait 1 minute and to restart erbe without success. He also advised the customer to use a brand-new monopolar cable, but the customer confirmed that there were no new cables available, however a 4th monopolar cable had been used, and the monopolar curved scissors (mcs) instrument has been swapped to arm 4 but the issue remained. The customer handed over to the surgeon, and he was upset about this issue and wanted to have their field engineer (fe) to fix these erbe problems permanently as soon as possible. The surgeon refused to do further troubleshooting. The intuitive surgical (is) technical support engineer (tse) informed the responsible field engineer (fe) and clinical sales representative (csr). The procedure was completed with no patient injury.